Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl 22 months post valve deployment cannot be confirmed, but may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Twenty-two (22) months post implant of a 26mm sapien 3 valve, the patient presented with moderate to severe paravalvular leak (pvl). The valve was noted to be properly positioned at 80:20 aortic/ ventricular (a/v). Re-dilation of the valve was performed with 26cc of volume (nominal plus 3cc). Following the re-dilation of the valve, mild pvl was observed. At the time of this report, the patient is in stable condition.